Event description:
It was reported that the catheter was defective. A 150cm rubicon 35 was selected for use. There were "barbs" noted on the outside of the device when the device should be smooth. It was reported that the "barbs" could cause vessel damage. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: returned device consisted of a rubicon 35. Visual examination of the device showed damage in the form multiple small protrusions on the outside of the shaft from the tip proximal 21cm. The shaft was also kinked at 1.5cm from the tip. A hole was noticed located 10cm from the tip. Presence of blood was noticed on the device. Inspection of the remainder of the device apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that the catheter was defective. A 150 cm rubicon 35 was selected for use. There were "barbs" noted on the outside of the device when the device should be smooth. It was reported that the "barbs" could cause vessel damage. There were no patient complications reported.